Event description:
A ge field engineer reported that they strained their upper back muscles between the shoulder blades while repeatedly lifting and closing the front cover of a hispeed advantage CT system during a tube alignment procedure. The field engineer stated that a doctor prescribed anti-inflammatory medication.